Manufacturer narrative:
With all the available information, boston scientific (bsc) concludes: device technical analysis the watchman flx? Pro was discarded; therefore, returned device analysis could not be completed. Media review despite multiple attempts, procedural angiographic media was not provided to assist in the investigation. Device history record review. A review was completed of the device history records (DHR) for the watchman flx? Pro, part # m635wu60310 batch # 0037244567. The device was processed through all normal operational conditions and passed all acceptance activities. The DHR review did not identify any deviations or non-conformances that could have contributed to the event. Labeling review there was no evidence to suggest that the device was used in a manner inconsistent with the labeling. Watchman flx? Pro instructions for use (IFU) lists potential complications, risks and adverse events that may be associated with the use of this device which include implant embolization and arrhythmia (ventricular tachycardia) (additional device and imaging required, intensive care). Risk review. A risk review was completed and confirmed that the events of implant embolization and arrhythmia (ventricular tachycardia) were defined in the risk documentation. These event types have been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.

Event description:
It was reported that the closure device embolized. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) and a 31mm watchman flx pro laa closure device & delivery system (wds) were selected to be used. The physician positioned the was in the laa of the patient and then inserted the wds. The first deployment failed to adequately cover the proximal lobe-like protrusion and required recapture. On the second deployment, the closure device was positioned such that the shoulder engaged the protruding portion, with the final position showing protrusion of approximately just at the ostium to one-third of the device length. A tug test was performed once, confirming no movement and no leaks. Angiography was performed before release, and fluoroscopy confirmed no movement or leakage. The closure device was released from the core wire of the wds and successfully implanted in the laa of the patient. While preparing for extubation, non-sustained ventricular tachycardia (nsvt) occurred frequently. The physician performed a transthoracic echocardiogram, which confirmed that the closure device had embolized out of the laa. One minute later, the device was no longer in the left ventricle, and fluoroscopy confirmed that it was in the aortic arch. At this point, nsvt had subsided, vital signs were normal, and the closure device was retrieved percutaneously. Angiography confirmed no aortic damage, and transesophageal echocardiography confirmed no abnormalities in the aortic or mitral valves. There was no pericardial effusion. No complications were identified during detachment or retrieval, and it was decided to re-implant with a new device. A new 31mm wds was selected and the closure device was placed distal to the location where the previous device had dislodged. The closure device was positioned and approximately 10 strong tug tests were performed, with no migration. The closure device was released from the core wire of the wds and successfully implanted in the laa of the patient. Post-procedure, computed tomography imaging was performed, and the patient was admitted to the intensive care unit for observation. There were no other complications that were reported to have occurred. The patient fully recovered from this event and was discharged from the hospital.

Event description:
It was reported that the closure device embolized. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) and a 31mm watchman flx pro laa closure device & delivery system (wds) were selected to be used. The physician positioned the was in the laa of the patient and then inserted the wds. The first deployment failed to adequately cover the proximal lobe-like protrusion and required recapture. On the second deployment, the closure device was positioned such that the shoulder engaged the protruding portion, with the final position showing protrusion of approximately just at the ostium to one-third of the device length. A tug test was performed once, confirming no movement and no leaks. Angiography was performed before release, and fluoroscopy confirmed no movement or leakage. The closure device was released from the core wire of the wds and successfully implanted in the laa of the patient. While preparing for extubation, non-sustained ventricular tachycardia (nsvt) occurred frequently. The physician performed a transthoracic echocardiogram, which confirmed that the closure device had embolized out of the laa. One minute later, the device was no longer in the left ventricle, and fluoroscopy confirmed that it was in the aortic arch. At this point, nsvt had subsided, vital signs were normal, and the closure device was retrieved percutaneously. Angiography confirmed no aortic damage, and transesophageal echocardiography confirmed no abnormalities in the aortic or mitral valves. There was no pericardial effusion. No complications were identified during detachment or retrieval, and it was decided to re-implant with a new device. A new 31mm wds was selected and the closure device was placed distal to the location where the previous device had dislodged. The closure device was positioned and approximately 10 strong tug tests were performed, with no migration. The closure device was released from the core wire of the wds and successfully implanted in the laa of the patient. Post-procedure, computed tomography imaging was performed, and the patient was admitted to the intensive care unit for observation. There were no other complications that were reported to have occurred. The patient fully recovered from this event and was discharged from the hospital.